Manufacturer narrative:
Exact date unknown, event date used was when the office informed rep regarding the swap.

Event description:
It was reported that the patient was having difficulty charging ipg due to migration. The patient underwent an ipg replacement procedure. The explanted ipg was not returned due to hospital policy.